Manufacturer narrative:
Explants not returned to manufacturer.

Event description:
Patient broke the unisyn stem and required a stem revision. It was broken at the neck and body interface. Surgeon also removed the cup. Patient did not fall or slip. The neck just gave way.